Event description:
It was reported that after the device was implanted, in the recovery room, the device impedances were greater than 4000 ohms on all electrode pairs. The patient couldn't feel stimulation all the way up to 8.5v on all 4 programs. The default voltage on the impedance check was also increased, but this did not resolve impedance issue. The physician decided to take the patient back into the operating room and the lead was replaced. It was speculated that the physician may have nicked the lead when removing the extension from the stage 1 procedure, which had occurred with great results the 7 days prior. After the lead replacement, everything was noted to be "ok" and the high impedances resolved.

Manufacturer narrative:
Lead model 3093-33, lot# v909187, implanted: (B)(6) 2012, explanted: unk programmer model 3037 , serial# (B)(4). (B)(4).